Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient received a persona tibia, femoral component and a tm patella on (B)(6) 2015. The patient was complaining of pain, stiffness and discomfort since the original surgery. Patient was compliant with rehab. On (B)(6) 2016, the patient's persona tibia was revised; however, the patient's femoral component and tm patella were indicated as not being an issue and did not have to be removed. Note that the tibial and femoral components are zimmer (B)(4) design control, the tm patella is zimmer (B)(4) design control.